Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 and 32056 was triggered indicating fault on the aca board, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fiber test failed on aca up and downstream. The root cause is attributed to the clock-spring fiber.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system powered off without a warning, and error 22028 occurred on universal surgical manipulator (usm) #2 when the system was powered up. Site elected to disable usm #2 to continue with the procedure with the remaining three usm arms. The procedure was completed as planned with no reported injury.